Manufacturer narrative:
Other, other text: device evaluation- one used device was returned for evaluation. The sample had a broken off piece stuck in the luer so no leak testing could be performed. Visual inspection was performed; this showed no visible tears or potential leak sites. The cause of the reported issue could not be established.

Event description:
Information was received indicating that when filling up a medical fluid into a smiths medical cadd cassette reservoir at a pre-use check, the customer noticed that medical fluid was leaking from the part where the connector and the tubing were connected. No patient consequences were reported. No adverse effects were reported.